Event description:
It is reported that; during es2 surgery, the surgeon used the probe and modular tap(4.5mm). Next, the surgeon used the modular tap(5.5mm). During using the modular tap 5.5mm, the surgeon found that the tip of both taps broke. The surgeon could not remove the broken tip of modular tap. Therefore, tip of modular tap(4.5 and 5.5mm) was remain in the vertebral canal.

Manufacturer narrative:
Visual inspection; functional inspection; device history review; complaint history review; risk assessment; manufacturing files were reviewed and no anomalies were found. The stryker rep reported that the hole was prepared prior to using the tap, the tap was not impacted by the mallet and that the patient had very hard bone quality. The probable root causes for the tap fracture is due to the patient's hard bone quality.

Event description:
It is reported that; during surgery, the surgeon used the probe and modular tap(4.5mm). Next, the surgeon used the modular tap(5.5mm). During using the modular tap 5.5mm, the surgeon found that the tip of both taps broke. The surgeon could not remove the broken tip of modular tap. Therefore, tip of modular tap(4.5 and 5.5mm) was remain in the vertebral canal.